Event description:
Provider states that a weld is broken on the mast of the lift above the handle. According the description of the provider the part is not a serviceable part. No additional information provided.